Manufacturer narrative:
(B)(4). Date sent: 12/8/2023 d4: batch # a9cr3m an analysis of the product could not be performed since a physical sample was not received for evaluation. Investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a display of a tissue being intervened and it can be seen some b-formed staples on it. No malformed staples could be observed in the photo. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of the ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot number a9cr3m, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.